Event description:
During insertion of a sternal zipfix on 11/13/12, the device would not tighten or latch. The surgeon cut the zipfix, pulled the zipfix out, and discarded it. The surgeon successfully implanted three of the four zipfix in the patient. The fourth zipfix is the one that would not tighten or latch. The fourth zipfix was not replaced and the surgeon completed the procedure with three zipfix. The procedure was delayed approximately one minute.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.